Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient's healthcare provider/reporter contacted animas on behalf of the patient to report that the patient was hospitalized because she fell and hit her head after she experienced a low blood glucose episode. The patient discontinued the use of insulin pump therapy when she was treated in the ICU with IV fluid. Her spinal was fractured at the c1. The patient's blood glucose reportedly was erratic while she was off of insulin pump therapy. Troubleshooting indicated there was no pump malfunction associated the reported incident. The reporter indicated that the patient was not following the correct diabetes management at the time of the low blood glucose. The patient was not using her finger stick to manage her diabetes but using the dexcom continuous blood glucose monitoring which was not working the time of concern. This complaint is being reported because the patient required hcp treatment for hypoglycemia while on insulin pump therapy. Although the patient reportedly was not compliant with her diabetes management (based her diabetes management on the dexcom solely without a finger stick result), the animas pump could not be ruled out as a contributor of the incident.